Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3: date received by manufacturer. The correct date was 10/09/2024. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the issue was caused due to the circuit board in the endoscope connector being broken and the probable cause of breakage is that external stress had been applied during handling of the device, causing irregular load to the inner circuit board to break. However, the cause of breakage was unable to be specified. The instruction manual states the detection method associated with the event in instructions for ltf-s190-10 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system." Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the color image of the videoscope was the wrong color. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.